Event description:
It was reported that a spectrum pump did not recognized an open or closed door. This occurred during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information d9, h3, h6 and h10: the device was received for evaluation. During functional testing, a "door not recognized closed" was not reproduced. A review of the event history log revealed shut door - power off" message. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of adjustment binding link. The link requires adjustment to address this issue. Should additional relevant information become available, a supplemental report will be submitted. The device was received for evaluation. During functional testing, an door not recognized open was not reproduced. A review of the event history log revealed shut door - power off" message. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of adjustment binding link. The link requires adjustment to address this issue. Should additional relevant information become available, a supplemental report will be submitted.